Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05582. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The patient had a very tortuous iliac artery. The target lesion was located in the severely tortuous left anterior descending artery. A 7mm x 90mm non bsc sheath was used. The 3.00mm x 16mm promus element plus stent was advanced however the shaft of the stent delivery system broke inside the guide catheter. Then using the same guide catheter, another 3.00mm x 16mm promus element plus stent was advanced to the target lesion but the shaft of the stent delivery system broke as well. The whole system was completely removed from the patient's body. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine. The patient was rescheduled for another procedure the next day.

Manufacturer narrative:
Device lot number: corrected from 15970189 to 15883324. Device expiration date: corrected from 02/12/2014 to 01/13/2014. Device manufactured date corrected from 04/02/2013 to 02/26/2013. Device evaluated by MFR: the catheter was returned in two sections due to a hypotube break at 35 cm from the manifold strain relief. The hypotube was severely kinked at various locations along its length. It is noted that the break and the kinks that were present along the device are all consistent with excessive force having been applied to the shaft. No issues existed with the profile of the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05582. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The patient had a very tortuous iliac artery. The target lesion was located in the severely tortuous left anterior descending artery. A 7mm x 90mm non bsc sheath was used. The 3.00mm x 16mm promus element¿ plus stent was advanced however the shaft of the stent delivery system broke inside the guide catheter. Then using the same guide catheter, another 3.00mm x 16mm promus element¿ plus stent was advanced to the target lesion but the shaft of the stent delivery system broke as well. The whole system was completely removed from the patient's body. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine. The patient was rescheduled for another procedure the next day.